Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse observed repeated vio dv integrated electro surgical unit (iesu) errors c-54 and c-34; error c-34 is an erbe error which indicates a lower voltage than expected. The fuse and voltage setting was checked and replaced by another 4a, 250v fuse. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the iesu to perform failure analysis (fa), and was able to reproduce and confirmed the customer reported complaint. Error codes c-54 and c-00 were confirmed as occurring in the error log. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. Refer to medwatch report (MDR) with patient identifier pr (B)(6) for additional information regarding another procedure using the iesu and having the same repeated errors occur. A system log review for the reported procedure date was conducted by a rpms analyst. Investigation revealed the following possible related system errors: iesu error: c-54-power supply voltage measurement value too low in on state, and iesu error: c-34-hf voltage too low in on state (if recurring: iesu replacement is likely needed; if intermittent: possible magnetic interference (i.e. CT scans or other esus).

Event description:
It was reported that during a da vinci-assisted prostatectomy with lymphadenectomy surgical procedure, multiple integrated electrosurgical unit (iesu) errors occurred repeatedly causing energy activation halted. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer reboot and hard power cycle of the iesu, but the issue persisted. The procedure was completed robotically and there was no injury or post operative complications for the patient. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details have been provided.